Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were not getting any results since implant. Patient stated in the beginning it seemed like they did but then it kind of went away almost immediately. Patient said they were still having to change pads 2-3 times in the middle of the night and do all the cleanup and changing pads. Agent asked patient if they had felt any stimulation sensation on the implant side or their pelvic area and patient stated on the other side they had felt a pulsing sensation, some kind of a tingling like flattering sensation sometimes but that didn't be enough to signal they had to go to the bathroom. Agent reviewed with patient that the device was going to help them to control their symptoms and would assist them to have at least 50% improvement on the symptoms they had before. Patient wanted to turn it higher to see if that would help. Agent walked patient through connecting to their settings and patient was on program 5 at 12.5 intensity, but they don´t feel nothing. Patient then stated they have the sensation that they might be constipated but they were not constipated. Agent offered to review how to connect to the implant but patient was already familiar on how to use the app. The patient was redirected to their healthcare provider to further address the issue.